Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was cloudy. The customer¿s blood glucose level was 73 mg/dl. The customer also reported that insulin pump had partial display and saw pixilation and cannot read it. Troubleshooting was assisted. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.